Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a prospective patient regarding a patient implanted with a neurostimulator. It was reported that the patient had an infection and the implant procedure had to be reversed as a result. No further complications are anticipated.